Event description:
Caller reported that a malfunction occurred on the pump, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arose.